Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient arrived to the emergency department with their left ventricular assist device (lvad) pump off. It was reported that the reason the pump was off was unknown. The patient exhibited symptoms of weakness and lethargy as a result of the pump off event. The log files were submitted for review to determine the details leading up to the pump off event. Following review of the log files by tech services, it appeared there was a power cable disconnect alarm and no external power alarms throughout the event history. It appeared the system controller and pump both lost power at 9:39 am on 29aug2024, it was unclear how long the pump was off for following the event. It also appeared that the patient did not connect to the power module or mobile power unit during the log file history, which suggested the patient slept on battery power. It was noted on 03sep2024 the decision was made to keep the patient's pump off and to move them to hospice care.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event associated with full battery depletion, as well as transient low flow events. A specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file contained data on 29aug2024 and on the default timestamp of 01jan2000. Transient low flow events were captured throughout 29aug2024, with flow ranging from 2.0-2.4 lpm and elevated pi values. At the onset of the data, a no external power alarm was observed to be active, and the backup battery was observed to be operating the pump. A pump off alarm was later observed at 9:39:37, due to the backup battery of the controller approaching full depletion. The backup battery fully depleted sometime after 9:39:42 on 29aug2024. The next time that the system was connected to power, it turned on with the default timestamp of 0:00:00 on 01jan2000. No other notable events or alarms were captured. The device appeared to operate as intended at the set speed until the system shut down due to full battery depletion. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available and states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.